Event description:
It was reported that the ilet lost connection to the dexcom g7 continuous glucose monitor (cgm) after the ilet was turned off, and the ilet was found stuck in pairing mode; the user received no cgm alerts until troubleshooting was performed. Symptoms included perceived cgm signal loss with no adverse clinical symptoms reported. Outcomes included no reported injury, no medical intervention, and no hospitalization. User support included guided troubleshooting and education, including toggling cgm sensor settings and re-entering the pairing code. Investigation of this case revealed that the cgm-to-ilet communication was interrupted and resolved by re-pairing, consistent with a device communication issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption due to device state requiring re-pairing.